Event description:
It was reported that the device was in back-up mode. A software download was unsuccessful. During the download attempt, the patient had become lightheaded. Measured data from may 2006 was 2.69 v, 10 ua, 7.0 kohms with an estimated remaining longevity of five months. The patient's intrinsic rhythm was about 40 bpm. The back-up status report showed that there were multiple byte corruptions.